Manufacturer narrative:
(B)(4). Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, the pvl may be related to the ovality of the native annulus. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. (B)(4). No testing methods performed. Result: (B)(4): no results available since no evaluation performed. Conclusion: (B)(4): known inherent risk of procedure. (B)(4): human factors.

Event description:
After deployment of a sapien 3 valve in a 60:40 aortic/ventricular position, moderate to severe paravalvular leak (pvl) was noted. Post dilation was performed with an additional 1cc and the pvl was unchanged. A decision was made to place a second valve with 18cc added to the balloon and placement of the valve slightly higher than the first valve. Moderate pvl was persisting. Post dilation was performed with no additional volume and the balloon was staggered in the lv; the moderate pvl was unchanged. The patient was transferred for post management care. As reported, approximately 40 minutes post valve deployment tee revealed mild pvl. The native aortic annular diameter measured 19.5mm x 27mm with an area of 415mm2 by CT. The native annulus and leaflets were moderately calcified and the aortic root was mildly calcified. There was no ventricular septal hypertrophy reported. Coaxial alignment of the delivery system and valve and the image intensifier angle were reported as good. There was no loss of pacing capture during valve deployment and ventilation was held.